Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.